Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the needle was held, the needle and thread came off immediately. A new suture of the same product ID and lot number was used. There was no patient involvement.